Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv oversensing and loss of capture were observed during a review of a merlin download. The patient was not dependent. The clinic plans were to bring the patient to the clinic to reassess the rv threshold and make any changes to the output. The oversensing on the lead was detected by the device as well.